Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The device was cracked at the right plunger case and battery door. There was no visible contamination. Error history log review found motor rate error. Occlusion testing was performed and the motor rate error was duplicated. The root cause of the reported issue was found to be a combination of multiple drive train components worn out from normal use. The pump is over 11 years old. Actions were taken to mitigate the reported issue: replaced worm gear, worm coupling, delrin wavy washers, motor, lead screw and clutch halves. Performed all the functional tests and passed. UDI was unknown. No product information has been provided to date.

Event description:
It was reported that a motor rate error occurred. No patient injury was reported.